Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that the pt developed pain in the lower extremities following a sling procedure. The pain was located in the region of the gluteal muscle and thigh. The tape was cut and the pain stopped. Laparoscopic exploration showed no evidence of nerve compression.